Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 14-4/5.8/75 xxl balloon dilator was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the xxl/14-4/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 13mm distal from the distal markerband. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 14-4/5.8/75 xxl balloon dilator was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 30% stenosed, moderately tortuous and severely calcified. The balloon ruptured during initial inflation.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 14-4/5.8/75 xxl balloon dilator was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 30% stenosed, moderately tortuous and severely calcified. The balloon ruptured during initial inflation.